Event description:
Patient reported that stimulator and leads explanted with plan to re-implant ((B)(6) 2023), new system after spinal fusion.

Manufacturer narrative:
Continuation of d10: product ID 3998 lot# v014320 implanted: (B)(6) 2007 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller stated that they started having an issue with one of their programs where they can lower the settings but can't increase them. Caller stated they called a manufacturer representative regarding this issue and was told there is an issue with the lead that will need to be programmed around. Caller stated they don't have a hcp at the moment, so they can't meet with the rep until they establish somewhere. Agent documented reported information and directed caller to continue follow up as planned. Agent sent patient physician listings. Additional information was received from the patient. It was reported that there were no changes in activity or accident, of the 16 leads, only 6 remain functional. Pt is trying to schedule a revision, and rep has tried to reprogram, no success. Lead impedance was too high to allow for use. The issue is ongoing. Additional information was received from the patient. It was reported that the cause of the lead issue was due to lead degradation over time. Of the leads, only 5 are remain functional. The patient mentioned it being completely nonfunctional. Reprogramming was attempted but was not successful. It was determined that the only option remaining is a complete lead revision. At this time, the issue remains unresolved. Their dr has declined to attempt the revision. They have been referred to another neurosurgeon to determine if he will take the case.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(6), ubd: 31-oct-2010, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.